Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number 3005168196-2016-01683.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, upon removing the first ruby coil from its packaging, the physician noticed it was kinked; therefore, it was not used for the procedure. Thereafter, the physician experienced resistance while advancing a new ruby coil through a lantern delivery microcatheter (lantern) and the ruby coil was unable to detach once in the aneurysm. The physician experienced resistance again while retracting this ruby coil. The ruby coil was removed and the procedure was completed using the same lantern and a new ruby coil. The physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 13.0 and 127.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. There was dried blood throughout the introducer sheath. Conclusions: evaluation of the returned devices revealed the first ruby coil was kinked in multiple locations throughout its length and had offset coil windings. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. Further evaluation revealed the introducer sheath had dried blood inside it and the embolization coil was detached from the pusher assembly. Since the initial report indicated the ruby coil became kinked during removal from the packaging, the root cause of this complaint could not be determined. Evaluation of the second ruby coil revealed the pusher assembly was fractured in two locations and the embolization coil was detached. The pusher assembly fracture may have occurred due to forceful manipulation of the ruby coil during use. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Since the embolization coil was not returned for evaluation, the root cause of the resistance experienced by the physician and the inability to detach the embolization coil could not be determined. The second ruby coil¿s embolization coil, as well as the lantern mentioned in the complaint, were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number 3005168196-2016-01683.